Event description:
The following report was received from the cypher e-select clinical study: during the index procedure a small dissection was noted distal to the cypher select +3.00x18mm stent. To treat the dissection two cypher des were implanted 3.0x23mm and 2.50x13mm.

Manufacturer narrative:
Please note: device is distributed outside the united states, however, it is similar to the united states product. Any additional information will be submitted within 30 days upon receipt.